Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6, h10 h4: the lot was manufactured between july 10, 2023 - july 17, 2023. H10: the actual device was received for evaluation with drug fluid in the bladder. Visual inspection was performed which identified the tubing line was broken off at the junction of the distal luer lock. The tubing was broken off where the clamp was closed. Examination on the broken tubing shows evidence of jagged formation. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause of the broken tubing may be related to how the device was being handled during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a broken line. This was observed prior to patient infusion. The device contained ertapenem in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.